Event description:
The customer reported a shock equipment malfunction message during a patient event. Nine shocks were successfully delivered. The involved patient died after the family requested that resuscitative efforts be stopped. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). The customer reported a shock equipment malfunction message during a patient event. Nine shocks were successfully delivered. The involved patient died after the family requested that resuscitative efforts be stopped. There was no impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.